Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into the device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open colectomy procedure, during a side to side anastomosis, at the intersection of the suture lines to close the surgical brace, the two distal suture lines did not have a proper formation of the staples while the proximal suture line was properly formed. The procedure was finished by overlock stitch. The procedure was prolonged by an unknown amount of time.